Manufacturer narrative:
Available information indicates the device remains implanted and in service. This report will be updated if additional information is received.

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) received an inappropriate shock due to oversensing of myopotential noise. In the clinic, a new automatic setup was performed but no programming changes were made to the sensing vector. The primary and secondary vectors were tested and myopotential noise was able to be induced in both vectors. An x-ray showed the device position was more inferior towards the diaphragm and also posterior since implant in 2014. Device data was submitted to technical services for review. Technical services noted the inappropriate shock was delivered in the primary vector and discussed performing patient movements and activities to test the secondary vector for noise. It was also noted that the remaining longevity for this device was 19% and it had been implanted for just over five years. Elective replacement indicator (eri) would likely be reached within a couple of months. Therefore, if the physician was considering system revision due to the device placement, it would be recommended confirm the electrode location and to perform a new screening to improve system placement during the change out procedure. No adverse patient effects were reported due to the inappropriate shock. A request was made for the field representative to provide the name of the physician and hospital for this case, as well as the resolution.

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) received an inappropriate shock due to oversensing of myopotential noise. In the clinic, a new automatic setup was performed but no programming changes were made to the sensing vector. The primary and secondary vectors were tested and myopotential noise was able to be induced in both vectors. An x-ray showed the device position was more inferior towards the diaphragm and also posterior since implant in 2014. Device data was submitted to technical services for review. Technical services noted the inappropriate shock was delivered in the primary vector and discussed performing patient movements and activities to test the secondary vector for noise. It was also noted that the remaining longevity for this device was 19% and it had been implanted for just over five years. Elective replacement indicator (eri) would likely be reached within a couple of months. Therefore, if the physician was considering system revision due to the device placement, it would be recommended confirm the electrode location and to perform a new screening to improve system placement during the change out procedure. No adverse patient effects were reported due to the inappropriate shock. The field representative later provided the name of the physician and hospital for this case. It was reported that troubleshooting was performed. The automatic set-up was run and the device again selected the primary vector. As no myopotential noise could be reproduced in this vector, no programming changes were made. The device remains implanted and in service.

Manufacturer narrative:
Available information indicates the device remains implanted and in service. This report will be updated if additional information is received. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.